Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device gave battery incompatible error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair technician evaluated the device at bench and determined that there was a battery incompatible error due to malfunction of therapy pca (printed circuit assembly) and processor pca. The therapy pca and processor pca was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of therapy pca and processor pca. The root cause of which could not be determined. The reported problem was confirmed.